Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had no reported symptoms. It was noted that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Manufacturer narrative:
Additional information: b5 correction: h6 (updated codes).

Event description:
New information received notes a decision was made by the physician, due to the patient being in hospice, the patient's condition and age that no surgery will be performed as the patient was already in terminal care. No other information was provided.